Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter with no other devices. There was contrast in the inflation lumen. The balloon was tightly folded. There was a complete hypotube separation 69cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulty was encountered. A 2.75mm x 15mm quantum maverick balloon catheter was selected and advanced to dilate the unspecified target vessel but was unable to cross. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft break.